Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery, the patient experienced corneal edema in both eyes (ou) and that the stent had been extruding nasally for years. Therefore, they have recommended the removal of the stent. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to right eye.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at investigation site for evaluation for the report of cypass both extruding nasally and corneal edema therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).